Manufacturer narrative:
(B)(4). Date sent: 1/5/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: 1. Was there any other issue noted with the staple line other than leaking (malformed staples, staple line missing staples, etc.)? Not that I am aware of 2. How was the leak identified? Through a leak test using a proctoscope and saline 3. How was the leak addressed? The first leak was addressed by dissecting below the anastomosis and creating a new anastomosis distal to the first firing. The second firing also produced a small leak. That leak was addressed by oversewing the anastomosis with vicryl. 4. Did the leak alter the procedure in any way? Yes. More of the patient¿s rectum had to be removed due to the staple line leak, which often causes the patient more bowel issues post surgery. The final anastomosis also had to be oversewn for security. All of this added time to the procedure that would not have occurred normally. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection after the stapler was fired a leak test was done and a large leak was found. A second device was used to create a new anastomosis below the first. A second leak test was done and a small leak was detected. The surgeon over sewed the staple line to repair the leak, a third leak test was done and no bubbles were detected. There were no adverse consequences for the patient.